Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that seven of patient's infusion sets had fallen off in a row. Therefore, on (B)(6) 2019, the patient experienced high blood glucose level of 935 mg/dl which the patient tried to treat with a pump. The patient kept pumping insulin, but the patient got confused and went into diabetic ketoacidosis. Subsequently, on the same day of the event, the patient was admitted to the hospital for diabetic ketoacidosis and high blood glucose level of 953 mg/dl. Moreover, the patient was unsure whether the infusion sets have stuck to the body and was not getting insulin. During hospitalization, the patient received lantis as corrective treatment. The patient was admitted to the hospital for couple of weeks. No further information available.